Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found the lead twisted and resulted in an insulation abrasion from the inside out. Over time the insulation fractured at three locations, exposing the cables. This would cause the reported inappropriate shocks.

Event description:
It was reported that a pt had a vp shunt that became disconnected at the hub or snap causing the shunt to malfunction. The disconnection occurred at the junction between the reservoir and intracranial catheter. The pt required a shunt revision.

Event description:
It was reported that the device delivered several inappropriate shocks. Upon explant, an insulation anomaly was noted on the lead.